Event description:
It was reported that the patient had an intermittent left upper chest and left arm "twitching sensation", and pericardial effusion. The twitching did not correspond consistently with pacing stimuli and could not be evoked with patient movement. The patient noted that the twitching sensation was less intense in unipolar than bipolar configuration, and when pacing was inhibited. The device had migrated more laterally than where it had been implanted about 2 months ago. The physician elected to implant a new system. The device was removed and replaced. The right ventricular lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the primary anlysis revealed that there were no anomalies found.